Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported blood glucose hs been high for couple of weeks. Customer's blood glucose was 410 mg/dl. He treated with manual injection and insulin pump. Troubleshooting was done. Customer's blood glucose was 197 mg/dl. It was found that the drive support cap was sticking out and customer was not sure if basal rates were correct. Advised the customer to contact health care provider for basal rate settings. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.